Manufacturer narrative:
Since the product has been reported lost in transit and therefore cannot be evaluated, the incident cannot be confirmed or denied. The mfg batch records for device were reviewed. The batch records were not atypical - no similar incidents against this batch.

Event description:
The fabric leaked blood through the suture line. The leakage was stopped with topical hemostatic agents (names not specified). The fabric was left in. No pt injury or complication reported. The pt's post-operative condition is ok. Note: we have now learned that the quantity of blood lost through the fabric is unknown and not attainable. In addition, the products to be returned for evaluation have been reported as lost in transit.